Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technicians stated issue of stuck flange detect switch was confirmed and error code 351.6740 was not confirmed or duplicated in bd san diego operation¿s lab. - on 16-dec-2024, pca device was received unboxed and with paperwork. ¿ the unit failed binary switch testing; visual inspection revealed a misaligned flag seal. Error code 351.6740 was not confirmed but was identified through the error logs. ¿ the flag seal was realigned, and all testing passed. Error 351.6740 occurred at customer site but unable to duplicate this customer failure complaint in bd operation¿s lab. ¿ misaligned flag seal on flange detect sensor. Workmanship at bd manufacturing. ¿ device to be returned to san diego repair center for processing. ¿ noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. ¿ failure investigation report attached to on in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had stuck flange detect switch and displayed error code 351.6740. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had stuck flange detect switch and displayed error code 351.6740. There was no patient involvement.